Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * what is the total number of products involved in this event? 11-12 * in event description mention "another suture was used to continue on with the procedures" is it possible to clarify what is the total number of procedures? No procedure number is available but more multiple procedures over past couple of weeks. * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, this is the first we were notified. * if this event occurred in multiple procedures, please provide the following information for each patient event. * device return status. Please document the shipment tracking number: only returning suture from latest procedure this occurred in. Requested box sent from ethicon for them to return in. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Lisa white a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05915,2210968-2023-05916, 2210968-2023-05917, 2210968-2023-05918, 2210968-2023-05919, 2210968-2023-05920, 2210968-2023-05921, 2210968-2023-05923, 2210968-2023-05924, 2210968-2023-05925, 2210968-2023-05926.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported to the sales rep that over the past couple weeks they have experienced needle pop off while suture on eleven or twelve sutures. Another suture was used to continue on with the procedures. One of the packages of suture is available for return. No adverse patient consequences were reported. Additional information was requested.